Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple loss of connections occurred between the pump and transmitter. Reportedly, due to experiencing the loss of connections, the customer experienced a seizure and a low blood glucose (bg) of 50 mg/dl. Paramedics treated the customer with a glucose shot. Recommendation was made to consult with healthcare provider regarding diabetes management.